Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user forgot to reconnect the ilet before sleeping, after which blood glucose was high for much of the night; troubleshooting and education were provided, and no device alerts or alarms were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no need for assistance with back-up therapy. Investigation included a review of the event history through user interview and complaint handling. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with possible contribution from device disconnection and user management factors. It was concluded that the event was user-related with no device malfunction identified and no injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.